Manufacturer narrative:
Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2013, 6943-65 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system's leads were explanted due to an infection. The device was reprogrammed for use with a temporary pacing lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.